Event description:
It was reported that the device detected two episodes as ventricular tachycardia but they were clearly sinus tachycardia. The device had an extensive history of discriminating the same arrhythmia successfully. It did not look like a sudden onset and all sensing was appropriate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk analysis found no anomalies.